Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful a cryo ablation procedure, a bruit was noted at the femoral access site and a pseudoaneurysm at the puncture site was confirmed by ultrasound. Surgical repair of the blood vessel was performed and the issue resolved. The hospital stay was extended. No further patient complications have been reported as a result of this event.